Event description:
Customer alleged that aviva blood glucose test strips were labeled with an expiration date of 06/31/2008. The manufacturer's batch records show the actual expiration date to be 06/30/2007. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.